Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17804. It was reported that the patient presented to the clinic for a routine generator exchange. Interrogation showed the right ventricular lead (rv) lead had intermittent capture and both the rv lead and left ventricle (lv) lead exhibited high capture thresholds. Fluoroscopy was performed which showed the rv lead had dislodged. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was stable.